Event description:
An ophthalmology registrar reported that during intraocular lens (iol) implant surgery, the tip of the inserter suddenly shot forward, pushing the lens across to the other side of the bag, rupturing the bag and causing bleeding. Additional information has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).